Event description:
It was reported that the patient received an inappropriate shock for an supra ventricular tachycardia (svt) arrhythmia that was detected as ventricular fibrillation (vf). The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.